Event description:
It was reported that the customer was hospitalized due to high blood glucose of 735mg/dl. The customer was treated with insulin perfusor, and in the evening they treated with the insulin pump again. It was stated that the customer experienced nausea, vomiting, and ketones. Troubleshooting was performed. Reviewed the alarm history and found low reservoir alarm. The programming and bolus history appeared to be correct. Ran a high pressure test and passed. However, after changing the infusion set the customer's high glucose did not persist. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.